Manufacturer narrative:
(B)(4). Additional information: it was reported a patient experienced relapsing peritonitis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The relapsed peritonitis was manifested by severe abdominal pain. The cause of the relapsing peritonitis was unknown. It was reported the patient was hospitalized for the event. On an unreported date the pd catheter was removed. The patient was treated with meropenem and vancomycin (doses, routes, frequency and duration not reported). On an unknown date the patient passed away. The cause of death was reported to be due to the relapsing peritonitis event. It was not reported if an autopsy was performed. It was not reported if any form of therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available. The initial event was reported as recovered; however, it was later confirmed that this event was a relapsing peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with peritoneal dialysis therapy. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unreported date, the patient had treatment with vancomycin 1 gram intraperitoneally stat and on the same day began treatment with tam 1 gram daily intravenously (duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. The patient was recovering from the peritonitis event. No additional information is available.